Event description:
It was reported that the battery was slow to charge. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. Customer¿s blood glucose value was 111 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.